Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of the patient made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was due to the patient made a mistake/touch contamination. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. The outcome of the patient made a mistake/touch contamination was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887703 and gd886119 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.